Event description:
It has been reported that the customer's omnipod personal diabetes manager (pdm) is overheating and that it caused the screen to crack. The battery lost power after a full charge and the customer requested a replacement.

Manufacturer narrative:
The customer reported noticing for the last month the device is heating up, and about a week ago it became so hot the device screen cracked. Additionally, the device battery drains quickly, it doesn't last a day. The customer confirmed there are no issues charging, it just depletes quickly. According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action (B)(4) was implemented. The device was not returned for evaluation. We are unable to confirm the cause of the reported event.